Event description:
It was reported that the pump was damaged around the piston area, causing it to leak insulin whenever a cartridge was loaded, rendering it unusable. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.